Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This report is being submitted to provide the field action number.

Manufacturer narrative:
Based on the claim against the medium-large clip applier by the customer noting the instrument moves opposite of the intended movement, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found to exhibit uncontrolled motion and unintuitive motion intermittently when placed on an in-house system. The surgeon controller can move when the patient side manipulator (psm) was not moving. The medium-large clip applier would start and stop with master motion and move in the wrong direction. The complaint regarding the instrument moving opposite of the intended movement was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the unexpected motion is attributed to a partially seated instrument and subsequent disengagement. Unexpected motion is a result of the sterile adapter disk pegs only being partially seated during the instrument engagement routine on the instrument arm. Due to this partial engagement, the input disk controlling instrument grip could disengage sometime after the engagement routine has registered a successful grip engagement and before the instrument is inserted through the cannula. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the medium-large clip applier moved with unintuitive motion (e.g., the instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). An unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was moving opposite of the intended movement. The jaw rotation was not normal. The procedure was completed with no reported injury. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.